Manufacturer narrative:
The customer replaced the architect cuvette segment which resolved the issue. A review of architect c1600204 instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the cuvette segment was replaced. A review of the architect c16000 platform found all erratic results were below the upper control limit. A review of historical data for the architect cuvette segment associated with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4) or the architect cuvette segment.

Event description:
The customer reported false decreased architect calcium assay results for four patients. Customer provide only one example: sid (B)(6) initial = 5.4 mg/dl, repeats = 9.5, 9.4, 9.6 mg/dl (normal range = 8.4 to 10.2 mg/dl) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false decreased architect calcium assay results for four patients. Customer provide only one example: sid: (B)(6), initial = 5.4 mg/dl, repeats = 9.5, 9.4, 9.6 mg/dl (normal range = 8.4 to 10.2 mg/dl). There was no reported impact to patient management.